Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk.

Event description:
The customer reported that the insulin pump was squirting out insulin during the prime process. Advised the customer that the insulin pump would be replaced. Nothing further was reported.